Manufacturer narrative:
A cool line catheter in complaint was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the distal balloon immediately after pressurizing the catheter. Evaluation of the returned devices confirmed the customer reported issue as a cool line catheter pinhole leak at the distal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the ivtm cool line catheter appeared to have a leak. The patient was being treated for neuro fevers following a head injury. The reason for therapeutic ivtm was for fever management. A zoll cool line catheter was successfully placed into the left jugular vein. The insertion was smooth by an experienced physician. The patient temperature at the start of therapy was unknown. The console was set to max mode and the actual set point on the console was 37 degrees celsius. The desired target for patient was 37 degrees celsius. The bladder temperature probe was performed on the patient. The dwell time for catheter kept in the patient was 2 days. During the cooling run mode, the airtrap alarm went off and fluid depleted from saline bag. The bedside nurse had to change the normal saline (ns) 500cc bag twice. The nurse flushed the zoll in port with 10cc of ns and it did not come out the out port. The catheter was removed from the patient. There were no adjunctive temperature management or relative procedures performed on the patient. There was no information provided on any interventions or procedures performed after the catheter.